Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was squirting out during manual prime process. The customer's blood glucose was 20.0 mmol/l at the time of call. The customer stated that the act button was intermittently working during troubleshooting. The customer stated that the act button was responsive during bolus but the act button was unresponsive during an easy bolus attempt. The customer stated that the insulin pump was not dropped or exposed to moisture. The customer mentioned that the battery cap was chipped. The customer stated that they were unable to remove the battery cap. The insulin pump will not be returned for analysis.